Event description:
The maestro straight m attachment was sent for service and it overheated during performance testing conducted at the manufacturer. No adverse event was associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional info will be submitted once the quality investigation is completed.